Manufacturer narrative:
Batch review performed on 19 october 2021. Lot 188502: (B)(4). Expiration date: 2023-nov-11. No anomalies found related to the problem. (B)(4). Other devices involved: batch review performed on 19 october 2021. Mectacer 01.29.202 biolox delta ceramic ball head 12/14 ø 28 size m 0 (k112115) lot 2006678: (B)(4). Expiration date: 2025-sep-24. No anomalies found related to the problem. (B)(4).

Event description:
The patient came in reporting pain due to a dislocation of the head from the liner and the cause of the dislocation is unknown. The surgeon revised the head and liner 2 months after the primary surgery, and the surgery was completed successfully.